Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided pictures identified a tibial tray, femoral and bearing component which have been explanted. There is what appears to be bone cement attached to the tibial and femoral components. There appears to be some scratching to the tibial and femoral components and possibly on the bearing however the quality of the photos do not allow further assessment. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Item#154721; lot#6489913; item name# oxf uni tib tray sz b rm PMA. Item#166941; lot#j6498247; item name# oxford uni twin-peg femoral sm. G2 ¿ foreign: italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery due to pain. Due diligence is in progress for this event; to date no further information has been provided.